Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the infusion set. The customer's blood glucose (bg) level was 500 mg/dl and insulin injections were used to address the bg level. The customer reverted to using insulin injections to manage diabetes.